Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately one month post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal device was returned, analyzed and no anomalies were found. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.